Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, regurgitation and device malposition requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, several patient and procedural factors likely contributed to the aortic malposition, including severe native aortic valve calcification, moderate mac, and, per the implanting physician, not enough forward pressure being applied to the delivery system during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr procedure, the first sapien valve was implanted in a 95:5 aortic position, resulting in severe paravalvular leak (pvl). A second sapien valve was subsequently implanted within the first valve, one stent frame more ventricular. However, there was severe central aortic insufficiency (cai) with the second valve due to leaflet overhang from the first valve. A third sapien valve was then implanted in a more aortic position, 1-2mm lower than the first valve, which resulted in no pvl or cai. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 22mm by tee. The native aortic valve was severely calcified. There was moderate mitral annular calcification (mac) and no ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 40%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Prior to deployment, the first sapien valve was positioned 50:50. During deployment, ventilation was held and there was no loss of pacing capture. This was the physician¿s first time using the ascendra3 delivery system and first transaortic procedure. The fcs discussed the case with the physician, and it was agreed that not enough forward pressure was applied to the delivery system during valve deployment, which resulted in the aortic malposition.